Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device and delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Procedure was completed successful without complication. Approximately 5 hours post procedure, patient developed sudden onset of chest pain and hypotension. A pericardial effusion was discovered and a pericardiocentesis was performed. No known cause of effusion. Patient is stable and has been discharged.